Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that their recharger was not charging and the desktop charger connector pin was loose. These issues started 3 days prior to the report. Additional information received on (B)(6) 2014 reported that the patient's device had been off for 5 days and they were in so much pain. The patient was sent a replacement desktop charger. The patient was implanted for failed back surgery syndrome and non-malignant pain.